Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box indicated rebooting had occurred. The pump powered on normally with the returned battery cap. The battery cap contacts were found to be within specification and there was no damage found to the battery compartment. The power loss could not be duplicated during investigation. The pump casing was opened and there was evidence of moisture damage found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).